Event description:
It was reported that the patient experienced possible phrenic nerve stimulation. It was further reported that capture management was turned off. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.